Event description:
It was reported that the surgeon indicated that the stem may be loose and will conduct exploratory surgery (B)(6). Additional event description: it was reported that the doctor mentioned that patient is a runner. The femoral stem came loose. Canal reamed up to 18 mm and a 18 mm stem and 30 mm body were used as replacement on (B)(6) 2013.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is 69 inches in height. An event regarding femoral stem loosening involving a mrs femoral stem was reported. The event was confirmed. Intraoperative photographs of the explanted device were provided. The photographs show the intact explanted device with an intact cement mantel around the femoral stem, except for the proximal tip of the stem, with evidence of bony ingrowth in the distal stem is noted. Medical records received and evaluation: in this salvage-type oncologic surgery, large loosening forces are transmitted to the femoral stem by the long lever arm of the distal femoral replacement, which is further increased by the constrained total knee arthroplasty design. No alternative to this type of surgery exists and the clinical situation was not the result of factors of faulty prosthetic design, manufacturing, or materials. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no other events for the reported lot. Conclusion: the exact root cause of the event could not be determined as patient demographics, the primary operative report, and the revision operative report were not received. There is no evidence to suggest the clinical situation was device-related.

Event description:
It was reported that the surgeon indicated that the stem may be loose and will conduct exploratory surgery (B)(6). Additional event description: it was reported that the doctor mentioned that patient is a runner. The femoral stem came loose. Canal reamed up to 18 mm and a 18 mm stem and 30 mm body were used as replacement on (B)(6) 2013.